Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012, due to loosening of the acetabular cup and pain. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct initial reporter and hospital address.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, a left hip revision procedure was performed on (B)(6) 2012 due to loosening of the acetabular cup and pain. The acetabular cup and modular head were removed and replaced. Additional information received noted patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay blood test results which were unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, a left hip revision procedure was performed on (B)(6) 2012 due to loosening of the acetabular cup and pain. The acetabular cup and modular head were removed and replaced. Additional information received indicates that another revision procedure was performed on (B)(6) 2013 due to an unknown reason. It is not known if the revision procedure was performed on the left hip or if the patient is bilateral.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00443 / 00444).